Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping noted. Insulin pump had cracked battery tube threads, cracked reservoir tube lip and a missing end capsticker.

Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. The numbers started ramping up on their own when the customer tried to deliver a bolus. The customer's blood glucose was 86 mg/dl. They also stated that, the night before the incident, while performing an infusion set change the buttons were not responding. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.